Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the jaws of the device would not reopen while applied to tissue. The tissue being grasped was 2-3 mm thick. The device jaws were pried off of the tissue, and a small amount of bleeding (not significant) occurred. There was no injury to the patient.